Manufacturer narrative:
Additional information received stated that the reason for explant was that the patient "just wanted it out". The patient requested to be only treated with narcotics. The device was working properly and the patient is doing well following the procedure. The devices were not returned to bsn as they were discarded by the facility.

Event description:
A report was received that the pt's precision sys will be explanted. The reason for the explant and the date of the procedure are unk.

Event description:
A report was received that the patient's precision® system will be explanted. The reason for the explant and the date of the procedure are unknown.